Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the (B)(4) ECG trunk cable failed. The failure was noted during mrx device operational checks. No patient incident/injury was reported.